Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Patient correspondence: patient states that the cement did not bond to the bone and the device was too short. Patient states her knee was painful and swollen up until the knee was revised. The cement manufacturer is unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update rec'd 03/07/2016 and 04/05/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was revised to address pain and instability. Upon revision the tibial component had not bonded well to the cement. The cement used at the time of implant was not manufactured by depuy. At this time the part/lot information for the tibia is being updated and the femoral and insert are being added to the complaint. The complaint was updated on: 04/06/2016.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d10. Corrected: h3 and h6. Product complaint #: (B)(4). Investigation summary: examination of the returned device could not confirm the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: 5462496. Device history batch: null. Device history review: review of the device history records on legacy complaint (B)(4) did not reveal any related manufacturing deviations or anomalies on the provided product and lot combinations. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. (B)(4) has been undertaken to investigate attune post operative loosening further. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Complaint to part 803.22, depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device(s): manufacturer: (B)(4). Event: this was used in conjunction with depuy product in this patient. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The received devices were forwarded to commercialzied product development for evaluation. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combinations. With the information provided, the claim of a lack of cement adhesion at the bone/implant cannot be confirmed. Dr-002788 has been undertaken to investigate attune post operative loosening further. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  UDI: (B)(4). Added: no code available was used to capture medical device removal. Corrected: (patient).

Event description:
Corrected code for swelling.

Event description:
Complaint description: patient correspondence: patient states that the cement did not bond to the bone and the device was too short. Patient states her knee was painful and swollen up until the knee was revised. The cement manufacturer is unknown. Update rec'd (B)(6) 2016 and (B)(6) 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was revised to address pain and instability. Upon revision the tibial component had not bonded well to the cement. The cement used at the time of implant was not manufactured by depuy. At this time the part/lot information for the tibia is being updated and the femoral and insert are being added to the complaint. The complaint was updated on: (B)(6) 2016.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.